Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the analog pcb assembly would not allow the device to power on, and that a capacitor, designator c76 on the digital pcb assembly was burned. Both pcb assemblies were evaluated further. Physio-control determined that the cause of the reported issue was due to a capacitor, designator c76 on the digital pcb assembly being burned and shorted. This capacitor, c76 on the digital pcb assembly being shorted caused a high amount of current, which in its turn opened a fuse, designator f1 on the analog pcb assembly. This caused the device not to power on anymore. A replacement device was provided to the customer under warranty.

Event description:
The distributor contacted physio-control to report that a customer's device showed the service wrench icon in the readiness display. During device evaluation, physio-control observed that the device showed all three icons (service wrench, charge-pak and attention) and could not be powered on. There was no patient use associated with the reported event.